Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 148mg/dl(meter), 107mg/dl(lab). Tests were done within < 10 mins with a difference of 38%. Pt did not experience any adverse events. "Customer stated that they used the same venous sample from their arm to test on their meter." No further info has been reported.